Manufacturer narrative:
The investigation determined that lower than expected vitros phyt results were obtained from a vitros tdm pviii quality control fluid lot t5896 when tested on a vitros 350 chemistry system. The likely cause of the lower than expected vitros phyt results is an analyzer related issue. The observed shift in vitros phyt quality control results was independent of a calibration event indicating an analyzer related issue as the likely cause of the lower than expected vitros phyt results. A within run vitros phyt precision test was performed to evaluate the vitros 350 performance. The results of the precision test were outside of ortho guidelines indicating an issue with the vitros 350 system. An ortho field engineer (fe) was sent to the customer site and completed service actions which included the replacement of the immuno wash fluid metering pump and performing the associated adjustments. Following the completion of service actions, the ortho fe repeated the within run vitros phyt precision test obtaining results that were within acceptable guidelines. The limited historical quality control results indicate an accuracy issue was isolated to processing the vitros tdm pviii quality control fluid. It is unknown if control results following the initial calibration on (B)(6) 2017 were acceptable as the vitros phyt quality control fluid results were not provided. The customer discarded the remaining carton of vitros phyt lot 2615-0164-2611 without completing the investigation of the lower than expected vitros phyt results. Therefore a reagent issue could not be entirely ruled out as a contributor of the lower than expected results.

Event description:
A customer observed lower than expected vitros phenytoin (phyt) results from a vitros tdm pviii quality control fluid lot t5896 when tested on a vitros 350 chemistry system. Vitros tdm pviii lot t5896 vitros phyt results 18.68, 19.45, 19.92, 19.19 ug/ml versus the expected phyt result 28.1 ug/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The customer made no allegations that patient samples were affected and there were no reported allegations of actual patient harm as a result of this event. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. This report corresponds to ortho clinical diagnostics (ortho) inc. Complaint numbers (B)(4).